Manufacturer narrative:
B5-the reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6 implantable collamer lens. -10.00 diopter in the patients right eye (od) on 06-mar-2019. Elevated iop; significant reduction of irido-corneal angles; and pigment dispersion was noticed. On 03-apr-2019 the lens was explanted. The cause was reported as user error; lens implanted upside down. A replacement lens was implanted and the problem was resolved. H6-patient code 3191: pigment dispersion . Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6-device code (B)(6) in previous MDR is not applicable. Additional information: h6- device code (B)(6) for lens flipped upside down. Claim# 714950.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on the lens. Visual inspection found the haptic torn and bent. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.00 diopter, in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to elevated intraocular pressure (iop) and significant reduction of irido-corneal angles. The lens was exchanged for another same model/length/diopter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.